Event description:
The hospital reported that during couple coronary artery bypass graft surgeries in the month of august, seven heartstring seals cracked while loading the seals into the delivery tube, and two did not deploy out of the deployment tube into the aorta. The hospital did not provide any information regarding how many procedures were involved. A replacement heartstring seal was used to complete each of the procedures. No patient complications were reported by the hospital. This report is for the eight seal.

Manufacturer narrative:
Investigation results: the visual inspection shows that, the seal still loaded inside the deployment tube, and the foam collar is between plunger and hub. Therefore, the complaint is confirmed based on how the seal was received. The lhr review was completed, and there was no non-conformance associated with this lot number.